Event description:
User reports erratic sodium recovery for one patient sample. Initial result gave 147 mmol per l; repeat gave 133 mmol per l. The repeat result was verified out. No erroneous results were reported. The customer "believed a bubble was in the sample".

Manufacturer narrative:
The field service rep was unable to determine a cause. Noted he performed preventative maintenance, replaced ise sipper and pinch valve tubing. Verified proper ise probe alignment, and performed ise check. Calibration and controls were run, with no further issues.